Event description:
It was reported that since the pump was implanted, it had never delivered the amount of drugs that it was programmed for. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n201184, implanted: (B)(6) 2010, product type accessory; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).